Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 25 mg/dl. The customer was treated for the low blood glucose with glucose / carb intake. Customer¿s blood glucose level was 25 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer was advised to monitor the insulin pump and blood glucose. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).